Manufacturer narrative:
Allegation related to a crack/hole in the pump connection tube was reported. The ipp pump was visually inspected. The tubing was identified to be cut down to the pump block resulting in an inability to confirm the tubing hole allegation. The tubing was not returned for analysis. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported event. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of 'no problem detected' was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis summary: product analysis was unable to confirm the reported events related to crack/hole in pump connection tube due to tubing was not returned for analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump block resulting in an inability to confirm the tubing hole allegation. Therefore, product analysis was unable to confirm the reported events. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 908924 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review: the ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required.

Event description:
It was reported that due to the device no longer working, the patient had his inflatable penile prosthesis (ipp) cylinder and pump removed and replaced. The existing reservoir and one cylinder remains in patient. It was explained that two weeks before this surgery the patient visited his physician and his device was examined; a crack was found in the pump connection tube. The physician feels that the crack was not caused or contributed by a device malfunction. The patient is stable following this surgery.

Event description:
It was reported that due to the device no longer working, the patient had his inflatable penile prosthesis (ipp) cylinder and pump removed and replaced. The existing reservoir and one cylinder remains in patient. It was explained that two weeks before this surgery the patient visited his physician and his device was examined; a crack was found in the pump connection tube. The physician feels that the crack was not caused or contributed by a device malfunction. The patient is stable following this surgery.